Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that the patient's pump was empty and digging into the patient's ribs. It was reported that the patient's pump was alarming. The consumer reported that the patient's pump had been empty since 2012 and had been alarming ever since. The consumer noted that the patient's pump was never refilled after the patient's managing healthcare provider (hcp) sold their practice and moved. The patient's pump was reportedly also digging into the patient's ribs. This began approximate a year and a half to two years prior to the report and coincided with the patient being in a wheelchair. The consumer noted that they have reached out to the patient's old hcp's practice, but they do not take the patient's insurance. A different hcp was unwilling to take the patient on as the patient had "tons of health problems", which were noted as being prior to the pump. The consumer inquired about pump recalls and noted that they thought "if it was recalled, it could help them have the pump removed". No further complications were reported. Additional information was received on 2017-oct-06. It was reported that a managing physician had not been found and the hcps that the consumer had spoken to would not take the patient on as they were a "complicated patient". The consumer noted that the patient was on coumadin and that her heart was "goofy". It was also noted that the patient had water retention due to being in a wheelchair. The patient wanted their pump removed as it had been alarming since 2013 and was under the patient's ribs and causing the patient pain. The patient's approximate weight was provided. The patient¿s concomitant medications included coumadin at an unknown dosage.